Manufacturer narrative:
Date of initial report: 05/22/2007.

Event description:
The report stated that during preparation for the surgery, the radio frequency ablation generator didn't work at all. Another generator was used and the procedure was completed. No pt impact.